Event description:
It was reported to tyco healthcare/kendal on 04/26/2007 that the physician was removing the clamp by unscrewing it. The screw suddenly 'popped off' (after only one rotation) and cut the baby. There was a small abrasion right under the gland. They applied pressure for 2 mins to stop the bleeding. Still would not stop. They used silver nitrate to stop the bleeding and wrapped the wound. The baby was discharged the same day. Physician who performed the circumcision has followed up with the parents of the baby; baby is doing fine, although still swollen. Baby is urinating normally.

Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.